Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the roller pump spontaneously shut itself off without any alarm or warming. Power was still supplied as the display still showed the yellow box, but no data or communication was indicated. As ti was the main arterial pump, it caused the cardioplegia pumps to stop as well. When the perfusionists noticed the pump had stopped, they manually restarted tit by pressing the on button on the arterial pump display panel. After that, all continued to function as normal and there was no failure/alarm message displayed or logged on the central control monitor (ccm). The device was not changed out. The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequences to the patient.